Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
On (B)(6) 2010, the primary plif surgery was performed for spondylolisthesis. Date unk: the surgeon found hematoma and infection in the patient. On (B)(6) 2010 and (B)(6) 2010, another surgery was performed to remove the hematoma and to treat the infection. (The primary catalog number entered to this per was selected to be oic peek however, this was just in order to file this per thus this product was not claimed to be the cause of the infection or hematoma by the surgeon.)